Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened dome switch on act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Unable to confirm a33 alarm and unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. Insulin pump received with loose/protruded drive support disk noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 450 mg/dl. Customer's current blood glucose is 198 mg/dl. The customer declined troubleshoot for high blood glucose. The customer states that the insulin pump alarmed compromised force sensor system and button error keypad unresponsive. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.